Manufacturer narrative:
Concomitant medical product: product ID 8781 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial#:(B)(6), ubd: 17-oct-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study) regarding a patient with an implantable pump. The pump was administering the following medications: morphine (concentration: 18.9 mg, dose rate: 14.79806 mg/day), bupivacaine (concentration: 20.9 mg, dose rate: 16.36399 mg/day), and fentanyl (concentration: 2000 mcg, dose rate: 1565.93214 mcg/day). It was reported that on 2023-aug-10, a catheter dye study was performed due to elective replacement indicator (eri). A failed catheter dye study was noted as they were unable to aspirate. The device diagnosis was catheter occlusion and the clinical diagnosis was indicated as not applicable. Intervention included reprogramming on (B)(6) 2023 regarding a two-step wean by 2mg ms each week. Reprogramming also occurred on (B)(6) 2023 regarding a two-step wean with 1mg ms each week. Reprogramming occurred on (B)(6) 2023 regarding a two-step wean with 1mg ms each week. Reprogramming occurred on (B)(6) 2023 regarding a two-step wean with 1.5mg ms each week. Reprogramming also occurred on (B)(6) 2023 regarding a two-step wean with 1.5mg ms this week and 1.2mg next week. The entire system (pump and catheter) was replaced on (B)(6) 2024. The event was resolved without sequela as of (B)(6) 2024. Regarding etiology, there was a causal relationship to the device or therapy but was unrelated to the implant procedure.

Manufacturer narrative:
H3: the pump was returned and passed all testing in the laboratory and no anomalies were identified. The 8781 catheter was found to have dark residue in the dispensing holes prior to decontamination which resulted in an occlusion. Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.